Event description:
Pt placed on rented achieva ps ventilator when admitted to health care facility. This ventilator has been shipped to biomed co for preventative maintenance check prior to being delivered to facility via parcel service on or about july 12, 2002. This ventilator was self tested per policy by a respiratory therapist every four hours, while in use on the pt until their death. The last time the ventilator passed the self assessment alarm check test was at 2:55 pm on the day of death. All alarms were functioning including the high pressure limit and the low pressure alarms. The respiratory therapist was in pt's room at 3:15 pm and pt's condition was unremarkable. At 3:45 pm family called for assistance. Staff entered the room noting the setting error alarm light was flashing and no audible alarm was heard. Staff reconnected the tubing and pushed the reset button. The nurse assessed the situation and began manually bagging the pt; initiated a stat code. Pt expired. The facility's respiratory therapist performed self test examinations and drills on the achieva ventilator. The ventilator was never taken out of the parameters set upon the time of death. Putting the vent on a test lung, executing the ventilator through its cycles of operation while using the same circuit that was on the pt at the time of death, the ventilator had the following issues: the alarm system for apnea and low pressure failed to work. The system setting alarm did visually trigger and was not audible. The system failed to convert over to apnea parameters. In addition, the system was not delivering breaths every 5 seconds but stacking breaths in repetitions of three at a time.